Event description:
It was reported that the left ventricular [lv] lead had high impedance measurements. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment was returned, analyzed, and the defibrillator conductor was fractured. It was also noted that the defibrillator conductor had blood/body fluid (not obstructed).